Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high threshold measurements and loss of capture (loc) at maximum outputs. Surgical intervention was undertaken. The lead was explanted and replaced. No additional adverse patient effects were reported. The return of the product has been requested. This report will be updated upon return and completion of analysis. The product has been received for analysis.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high threshold measurements and loss of capture (loc) at maximum outputs. Surgical intervention was undertaken. The lead was explanted and replaced. No additional adverse patient effects were reported. The return of the product has been requested. This report will be updated upon return and completion of analysis.